Event description:
The patient received her scs system, including two percutaneous leads (from the same lot), on (B)(6) 2010. It was reported that the patient lost stimulation. Reprogramming efforts were unsuccessful. An x-ray confirmed that the leads had migrated. The x-rays showed the contacts on both leads were covered by the cinch anchors. The leads will be explanted and replaced, but the explant date is currently undetermined. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.